Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was tested extensively without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. A cause of the reported issue could not be determined. (B)(4).

Event description:
It was reported to physio-control that the service led on the customer's device illuminated during use on a patient. The device sounded an alarm and displayed the etco2 field on the display in red. After eleven defibrillation shocks had been administered, the patient was disconnected from the device, moved and reconnected to the device after two to five minutes. The crew then tried to continue patient monitoring, but the device would not monitor (12-lead ECG, nibp or co2) anymore, and no ECG could be obtained through paddles lead (ECG via the therapy cable). Therefore it would not be possible to determine the need for a defibrillation shock. A backup device was used (without changing any cables) to further monitor the patient. One additional defibrillation shock was administered to the patient with the back-up device.